Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The target lesion was located in the left main artery. A non bsc 6f guide catheter and another manufacturer's guide wire was engaged in the target lesion. Pre dilation was performed with a 4.0x15mm nc quantum apex balloon catheter. Balloon was inflated to 18 atm for 22 seconds. A promus element plus, mr 4.00x12mm stent was then deployed at 18 atm, the balloon was inflated to 20 atm for 7 seconds. The physician noted proximal stent damage. A 4.0x15mm nc quantum balloon catheter was used to post dilate the promus element plus stent at 20 atm for 13 seconds. The procedure was completed with this device. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).